Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, and occlusion of inferior vena cava (ivc) and iliac veins. The patient is also reported to have experienced leg swelling, lethargy, pain, anxiety and erectile dysfunction. The indication for the filter implant was recurrent deep vein thrombosis (dvt) with pulmonary embolism (pe). The filter was placed via the right groin vein and deployed with in the infrarenal vena cava with excellent positioning. The patient¿s medical history has not been provided and there is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without films of the index procedure or post implant imaging, the reported occlusion could not be confirmed or further clarified at this time. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could not be confirmed. Pain, leg swelling, erectile dysfunction and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of recurrent deep vein thrombosis with pulmonary embolism. The filter was deployed at the level of the infrarenal vena cava and was placed with excellent position. According to the patient profile form (ppf) the patient experienced leg swelling, lethargy, pain, anxiety and erectile dysfunction. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Exact implant date is unknown but trapease vena cava filter was implanted on or about (B)(6) 2007. As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, and occlusion of inferior vena cava (ivc) and iliac veins. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, occlusion within the ivc or other vessels, do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported, the patient underwent placement of defendants' trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting, and occlusion of inferior vena cava (ivc) and iliac veins. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.